Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient had occlusion troubleshooting indicated issue with the infusion set site within 3 or more hours after insertion at thigh, which cause the patient blood glucose levels was elevated to 500 mg/dl, therefore patient had received bolused via the pump. The patient first went to emergency room and subsequently hospitalized and received IV and fluids of saline and insulin. The patient also had high ketones and infusion set was in use for less than 48 hours. The patient changed soft cannula infusion set only and resumed insulin. No further information available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.